Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced electrode migration. The device appears to be very close to the pinna and causes discomfort. External equipment was exchanged; however, the issue did not resolve. Repositioning surgery is scheduled.